Event description:
A system error 2058 (bag/fluid is under temperature) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 09:57:19. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of a system error 2058 was confirmed through event history log review. The cause for the system error 2058 was undetermined. If any additional information is received, a follow-up will be sent.